Manufacturer narrative:
Corrected data: device evaluation: visual inspection found haptic broken and lens sticky/gummy. (B)(4).

Manufacturer narrative:
Additional information: device evaluation: lens returned dry in a lens case/vial. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
The event description previously stated that the lens remains implanted. On (B)(6) 2019 the lens was exchanged with a same size, different power lens. The problem is resolved. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: -unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -6.5/+1.0/088 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as unknown.